Event description:
It was reported that the helix did not extend after 20 turns. The lead was not used. The physician requested a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4)- the full lead was returned, analyzed and no anomalies were found.